Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not received.

Event description:
It was reported, "on (B)(6) 2024, the patient was given indwelling PICC due to treatment needs, and during the puncture process, the nurse found that the tip of the puncture sheath was uneven, which made it impossible to puncture, and immediately replaced the new puncture sheath for the patient to successfully indwelling PICC, which did not affect the patient's condition." No other information was provided.